Manufacturer narrative:
The device was discarded at the user facility and is not available for eval. If the quality investigations reveal info that should be submitted, a f/u report will be filed.

Event description:
It was reported that during a procedure the bur guard cracked near the opening. There was no report of the outcome of the procedure being adversely affected by this event. There was no pt or user injury reported, and no adverse consequences alleged with this event.